Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) alarmed for frequent possible helium loss 2. The alarms were coming every 30 seconds. There are no signs of blood in the tubing, the tubing is not kinked. There is no condensation in the tubing or bottle. The rn changed the helium tank and still got the alarms. The rn decreased the balloon volume to 35 cc and put the pump in a 1:2 assist. The alarms continue to persist. Staff tightened all connections with no improvement. Staff then did an internal leak test on the balloon. The balloon was not the cause. As a result, the pump was swapped out. The second pump is pumping without alarms. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp helium loss alarms is confirmed based on the photos of the pump alarm strip provided with the complaint. Additional information indicates the issue has been traced to the pump assembly, and the pump is being taken out of service. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) alarmed for frequent possible helium loss 2. The alarms were coming every 30 seconds. There are no signs of blood in the tubing, the tubing is not kinked. There is no condensation in the tubing or bottle. The rn changed the helium tank and still got the alarms. The rn decreased the balloon volume to 35 cc and put the pump in a 1:2 assist. The alarms continue to persist. Staff tightened all connections with no improvement. Staff then did an internal leak test on the balloon. The balloon was not the cause. As a result, the pump was swapped out. The second pump is pumping without alarms. There was no report of patient complications, serious injury or death.